Event description:
Information received from the field does not address the patient's clinical status but notes that an egm displayed noise on the atrial channel as well as the ventricular channel. The implantable cardioverter defibrillator (ICD) was replaced and no noise was observed. Shortly after implant of the new ICD, noise was again observed. The chronic ventricular lead was replaced and the atrial port was plugged.